Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose in the 400 to 500 mg/dl range at the time of the incident. The customer was at 344 mg/dl at the time of the call. The customer believes the pump is under delivering due to the long term highs. The customer used manual injections to treat. The customer experienced symptoms such as feeling sick and nauseated. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also had a low of 42 mg/dl with symptoms such as unresponsiveness, confusion, and slurred speech. The customer also had other high blood glucose incidents some of which led to emergency medical assistance or hospitalization. The insulin pump will not be returned for analysis.